Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.028, lot: 9298611, manufacturing site: hagendorf, release to warehouse date: 12 may 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot #: 9298611) was returned and received at us customer quality (cq). Upon visual inspection, it was observed the shaft of the returned device was cracked at the proximal end near the handle. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: measured dimensions: shaft diameter = conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed , flexible screwdriver hex5, cannu , flexible shaft, no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the received device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a 5.0 mm flexible screwdriver was used for a removal case. During the removal, it was noticed that the screwdriver was broken. The screwdriver was broken during a previous surgery, but no one was aware that it had occurred until it was found during the removal. Surgery was completed successfully. This complaint involves (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).